Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens was removed, due to lens tear. Lens was removed with no widen incision and no suture required.

Manufacturer narrative:
(B) (4). (B) (4).